Manufacturer narrative:
On 09/29/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.on 10/09/2015 software analysis was unable to determine probable cause with the information provided. Reported behavior could not be replicated.

Event description:
A medtronic representative received a report from a site that, while in a cranial procedure, the surgeon alleged a 1 centimeter inaccuracy occurred when navigating with the microscope. All other instruments were deemed accurate. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.